Event description:
Related manufacturer reference number: 2017865-2023-20588. It was reported that during the procedure, the right ventricular (rv) lead was capture intermittently. Furthermore, the stylet was failed to advance in the right atrial (ra) lead. The rv and ra lead was replaced and the procedure continued with the new leads on (B)(6) 2023. The patient was stable throughout the procedure.